Manufacturer narrative:
Correction to field g1: MFR site facility name, MFR site address 1, MFR site city, MFR site state and MFR site zip. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use (IFU) was reviewed. The IFU states: a damaged fiber may cause accidental laser exposure or injury the to the treatment room personnel or patient, and/or fire in the treatment room. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A review of the manufacturing equipment at the supplier determined that wear and tear of the ultraviolet (uv) curing lamp and seal for the uv curing system can potentially contribute to fiber body break. Based on all information available, an investigation conclusion code of quality control deficiency was assigned to this investigation.

Event description:
It was reported that during procedure, there was difficulty connecting and disconnecting the fibers. One fiber broke and the fiber port was damaged. The procedure was completed with a different equipment. There were no patient complications.

Event description:
It was reported that there was difficulty connecting and disconnecting the fibers. One fiber broke and the fiber port was damaged. The procedure was completed with a different equipment. There were no patient complications.